Event description:
The customer reported potentially hemolyzed unit with no alarms. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported potentially hemolyzed unit with no alarms. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Lot number, manufacture and expiry date are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed there was no concern for hemolysis for this event. No further reporting will be provided as this does not represent a reportable event.